Manufacturer narrative:
No sample was provided for evaluation. A review of the device history record showed that as a subassembly, q.a. Performed a visual inspection to verify that there were no tears on drain holes and performed a break strength test. As a finished good, qa performed a visual inspection for damaged components. No potential cause of the reported issue was found during the manufacturing process review of the DHR. An internal rejects records review was performed and did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains. There was no evidence of any manufacturing issues that may have caused or contributed to the reported problem. The instructions for use state the following precautions to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drain. Avoid suturing through drains. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks.

Event description:
It was reported that a wound drain placed during a right natural total knee arthroplasty broke during removal several hours after surgery and a piece of the drain remained inside the joint. During placement, the drain was placed through a separate superior lateral stab incision and left in the joint and the procedure was completed without complications. Upon removal, the drain was pulled "with some difficulty" and an x-ray was scheduled to see if any drain was retained in the knee. The x-ray confirmed a piece of the drain was retained in the joint. The following day, the patient was returned to or for removal of the drain segment. No further complications were reported. Additional information from the voluntary report: in 2008, patient was admitted and taken to surgery for a right natural total knee arthroplasty. The bard drain incision 1/8 in pvc 3 spring hemovac was placed through a separate superior lateral stab incision and left in the joint. The procedure was completed without complications. The same day at 1400, the "hemovac pulled with some difficulty. Will x-ray to see if any is retained in knee." At 1430, "x-ray confirms piece of hemovac still in joint. Have explained and apologized to patient and family. Will remove in surgery in am after npo". The next day, patient was returned to or for removal of hemovac drain piece (r) total knee. Retained object removed and placed in specimen cup.